Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that awhile in use on a patient, alarms indicating ventilation issues were generated. There was no patient harm. Manufacturer's reference number: (B)(4).